Event description:
It was reported that the bd alaris¿ smartsite¿ gravity blood set tubing was defective, with the tips separating from it and causing leakage. The following information was provided by the initial reporter: "gravity blood set issue, the tips came off the tubing. I don't know if this was pre-op or post-op, but it happened in our or."

Manufacturer narrative:
H6: investigation summary: a complaint of both tips coming off was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The two spikes had separated from the set. The spikes were not returned. The tubing was inspected with the microscope and no small tears could be seen on the tubing. Traces of solvent could not be seen on the tubing. The tubing was also measured and in length they were 11 9/16 in and 1 ft 5/8 in. A device history record review for model 10010903 lot number 22089467 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. The principle cause for the defect seen was omission of the gumming because the tubing did not show traces of the solvent. Even though in the procedure a fixture is used to place the component, it does not ensure correct gumming. Since, it is used to ensure the presence of the spike and the correct insertion of the tube. A quality alert was generated to all involved personnel to assure the correct gumming procedure between the tubing and the spike.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity blood set tubing was defective, with the tips separating from it and causing leakage. The following information was provided by the initial reporter: "gravity blood set issue, the tips came off the tubing. I don't know if this was pre-op or post-op, but it happened in our or."